Manufacturer narrative:
Associated medwatch reports: 9610612-2021-00541. 9610612-2021-00554. 9610612-2021-00561. Investigation: up to now, products not provided. Therefore, no investigation possible. Batch history review: due to the fact that neither an article nor a lot number was provided, a review of the device history records must remain incomplete. Explanation and rationale/conclusion and root cause: because there are no products and only minor information available, a definitive root cause analysis is not possible. Because the device history record is without any deviation, a material defect or manufacturing failure can be excluded. Following causes are possible: - wrong system configuration selected by the user. - wrong implant size chosen by the user. - end plate formed too strong by the user. - design layout unsuitable. - inadequate patient behaviour. Corrective action: a CAPA is not necessary.

Event description:
Clarified: the information was received via a surgeon survey for activl products, for the reporting period (B)(6) 2020-(B)(6) 2021. The leading material was not specified: ae-qas-sp44 - collect.no.qas spine spinal motion was selected. The surgeon noted that this concerned the l5-s1 area.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. On an ess activl surgeon survery (reporting during the time frame 1feb2020 to 31jan2021), there was an issue with ae-qas-sp44 - collect.no.qas spine spinal motion. According to the complaint description, the implant has issues with the function. The surgeon had concerns regarding the size of her disc space and he used the smallest possible implant. The total disc replacement (tdr) is not functioning postoperatively and she has continued pain. She did not undergone revision procedure but have discussed the possibility that this will be converted to fusion. Additional information was not provided. Additional patient information is not available. The adverse event is filed under (B)(4) reference (B)(4). Associated medwatch-reports: 9610612-2021-00541 ((B)(4) - ae-qas-sp44). 9610612-2021-00554 ((B)(4) - ae-qas-sp44). 9610612-2021-00561 ((B)(4) - ae-qas-sp44).